Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. During analysis, a hypotube break was identified; however, the proximal section of hypotube (including the catheter strain relief and hub) were not returned for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. It was noted that the struts from the proximal and mid sections of the stent were bunched and damaged. This type of damage is consistent with the stent meeting resistance upon withdrawal. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a shaft hypotube break located at 935 mm from the hypotube/midshaft bond. The proximal section of hypotube (including the catheter strain relief and hub) were not returned for analysis. The hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending (lad) artery. After the lesion was pre-dilated with a balloon catheter, a 32x3.00mm promus premier¿ stent was selected to treat the lesion. However, the lesion was unable to cross the lesion and the stent strut was noted to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending (lad) artery. After the lesion was pre-dilated with a balloon catheter, a 32x3.00mm promus premier stent was selected to treat the lesion. However, the lesion was unable to cross the lesion and the stent strut was noted to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.